Event description:
The pt had been obtaining an error 2 message on the reported meter for the last 4 days each time she attempted to test with the meter. The pt usually tests each night with the meter and drinks orange juice if the meter reading is low. She takes an aspirin if the meter reading is elevated. The pt takes a fixed does of glucovance 500 mg oral diabetes medication twice a day. In 2006, she attempted test with the meter and the error 2 message displayed. She went to bed at 2:00 am she felt like she couldn't move and "was not herself". The daughter said the pt felt like her blood glucose level was low. The daughter gave the pt food and beverage. The customer svc agent (csa) walked the daughter through testing with the meter and thee error 2 message did not appear. The daughter told the mas that her mother does not press the meter buttons during testing. The meter, test strips, and control solution were replaced. The complaint is reported because the pt developed symptoms of hypoglycemia and received treatment by her daughter after being unable to test with the product.